Manufacturer narrative:
One device was received for evaluation. Functional testing was unable to verify the reported problem. The device passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device gave a cassette not attached properly alarm. It is unknown if there was patient involvement.